Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found after aeration still there was no image. Based on the results of the investigation, the most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue, the performance of an electrical or electronic component was found to be inadequate. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had blacked out. It was unknown when the issue occurred. There were no reports of patient harm.